Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-07295. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. System diagnostics determined high impedances on a lead. Xrays revealed fracture and possible migration of the lead. Surgical intervention may be taken at a later date to address the issue.

Event description:
Device 2 of 2 : reference MFR. Report# 1627487-2018-07295. Additional information received identified the leads were explanted and replaced with another model. Ipg was electively replaced during the surgery to take advantage of advanced therapy.